Manufacturer narrative:
Investigation results: the assessment received on 10/31/06, indicates that the objective is dirty caused by normal use.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, it was noticed that the lens was foggy. Another scope was used to complete the case. No patient comlications have been reported.